Event description:
The user facility reported that the base unit moved during a case. It was not known if a pt injury occurred. Additional info was requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.